Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name#delta v-40 ceramic head 36/-5; cat#6570-0-036 ; lot#90909905. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
The patient reported an acute postoperative infection, for which the procedure of dair has been opted for practicing extensive surgical cleaning of the joint and replacement of moving components. The intervention was performed on (B)(6) 2022. Reason for which the device was used: left hip total prosthesis implant in secondary coxarthrosis.